Event description:
It was reported that during pre-testing and repair it was observed that the motor device had "damaged cable". The device was not used in surgery as the alleged defects were observed during pre-testing. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation without an alleged deficiency. (B)(4) evaluated the device. A visual assessment was performed and the device was found to have a damaged cable. Evidence indicates this was due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.